Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient provided treatment details during troubleshooting of alarms on the liberty select. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 2 where 5461ml drained. This drain is 218% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2500ml is 4500ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler. Patient indicated that treatments will be completed with continuous ambulatory peritoneal dialysis. Patient was advised to contact the clinic nurse. The cycler was replaced. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom iipv (dv greater than 200% of fv) was not confirmed. The reported complaint symptom (sb supply bag lines are blocked) was not confirmed. The reported complaint symptom (draining slowly) was not confirmed. The reported complaint symptom (m65 scale reading error warning) was not confirmed. Encountered loose component. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.